Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring >600 mg/dl with large urinary ketones, vomiting, nausea and abdominal pain. The patient was reportedly hospitalized and received insulin via the pump and via intravenous insulin drip. The reporter alleged an inaccurate delivery issue with the pump. Troubleshooting of the device by animas customer support revealed that basal delivery totals in total daily dose matched the active basal program total and basal history matches the active basal program settings indicating the pump was delivering accurately per the patient¿s basal program settings. During troubleshooting, animas customer support became aware that the patient was not responding to an alarm in a timely manner and this is a potential cause of the perceived inaccurate delivery issue. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with a training/misuse issue; troubleshooting did not confirm an inaccurate delivery issue with the pump and basal deliveries were recorded as programmed.